Event description:
It was reported that the patient's ams700 inflatable penile prosthesis cylinders and pump were removed and replaced due to fluid loss in the tubing going from the pump to the cylinders. The patient would try and inflate his device, and the pump would just collapse on itself and stay that way. He could not inflate his device. A new device was implanted and the patient outcome was noted as good. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that the patient's ams700 inflatable penile prosthesis cylinders and pump were removed and replaced due to fluid loss in the tubing going from the pump to the cylinders. The patient would try and inflate his device, and the pump would just collapse on itself and stay that way. He could not inflate his device. A new device was implanted and the patient outcome was noted as good. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Device analysis: fluid loss was reported. The ams700 device was visually inspected. There was a leak in one pump cylinder tube at the pump strain relief junction due to fatigue. The pump was contaminated and therefore not functionally tested. Both cylinders performed within specifications. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. See external support request form 92380551. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction.